Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus medical systems india (omsi). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from omsi such as the pictures, and similar past cases, there was the possibility that the reported phenomenon was attributed to the stain invasion into the device from the peeled adhesive around the light guide lens. The peeling of adhesive might be caused by the external stress. The instruction manual of the subject device provides preventive measures against the reported failure mode. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus medical systems (B)(4), it was found that there was dirt inside the light guide lens of the subject device. There was no report of patient injury associated with this event.